Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 04.211.018s, lot no.: l955966, manufacturing location:(B)(4), supplier: (B)(4), release to warehouse date: 28.jun.2018, expiry date: 01.jun.2028, non-sterile 04.211.018 / h654065 was manufactured in (B)(4), manufacturing location: (B)(4), manufacturing date: 31-may-2018, part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: h654065 (non-sterile), lot quantity 244. Work order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft threads, turn/thread head, flute, final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and found to be conforming. Component(s) reviewed: part number: 04.211.018.999 2.8mm ti screw blank 18mm; lot number: h510058; lot quantity: 966: work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received screw was found plastically deformed at screw-head with a small burr visible at the thread run-out. Furthermore the anodized layer is partially disappeared at the damaged area. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document / specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: our investigation has shown, that the reported complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. We assume that the involved screw was not inserted aligned into the corresponding hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history please note, this DHR review is for sterilization procedure only: part no.: 04.211.018s lot no.: l955966 manufacturing location: selzach supplier: frueh ag release to warehouse date: 28.jun.2018 expiry date: 01.jun.2028 non-sterile 04.211.018 / h654065 was manufactured in us, monument manufacturing location: monument manufacturing date: 31-may-2018 part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm lot number: h654065 (non-sterile) lot quantity 244 work order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft threads, turn/thread head, flute, final inspection, met all inspection acceptance criteria. Packaging label log was reviewed and found to be conforming. Component(s) reviewed: part number: 04.211.018.999 2.8mm ti screw blank 18mm lot number: h510058 lot quantity: 966 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review 27-nov-2018 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary pre-investigation statement: as described in the complaint description it was reported that during a procedure the screw could not be inserted into the hole properly. After reviewing the received screw it was detected, that the screw-head is damaged. Based on that fact the flow chart number 3 was selected for this investigation. Investigation selection investigation site: cq zuchwil selected flow: 3. Damaged: visual visual inspection: the received screw was found plastically deformed at screw-head with a small burr visible at the thread run-out. Furthermore the anodized layer is partially disappeared at the damaged area. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document / specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: our investigation has shown, that the reported complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. We assume that the involved screw was not inserted aligned into the corresponding hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent an osteosynthesis for distal humeral fracture. During the procedure, a variable-angle (va) locking screw could not be inserted properly. When the surgeon checked the screw head, the surgeon found there was a small metal piece like a fiber. The surgeon stopped using the screw and used another one with the same length. The surgeon confirmed that there were no device fragments left in the patient. The surgery was completed with no delay. There was no adverse consequence to the patient. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.7mm titanium (ti) va locking screw 18mm. This is report 1 of 1 for (B)(4).